Event description:
The article, "the importance of lead management in the transcatheter tricuspid valve intervention era", was reviewed. This research article is a retrospective single-center experience to evaluate the outcomes of a strategy using transvenous lead extraction (tle) in patients with severe tricuspid regurgitation (tr) and a lead crossing the tricuspid valve that were being considered for catheter based tricuspid valve intervention (transcatheter tricuspid valve replacement (ttvr) or tricuspid transcatheter edge-to-edge repair tteer). The devices included in the study were sapien 3, triclip, and evoque. The article concluded that tle was a safe and efficacious approach to reduce the degree of tr or serve as a bridge to tricuspid intervention. [The primary and corresponding author was nicholas beccarino, northwell, new hyde park, ny, department of cardiology and cardiac surgery, zucker school of medicine at hofstra/northwell, north shore university hospital, manhasset, new york, with corresponding e-mail: nbeccarino@northwell.edu.]. This study included patients with severe tr and transvenous leads being considered for tricuspid valve intervention from (B)(6) 2020 to (B)(6) 2025. A total of 24 patients were included in the study, of which 4.1% (1) received an abbott device. The average age was 73.7 years. The majority gender was unknown. Comorbidities included sinus node dysfunction, complete heart block, aortic stenosis, mitral regurgitation, aortic insufficiency, liver failure, pulmonary disease, diabetes, renal disease, and stroke.

Manufacturer narrative:
Summarized patient outcomes/complications of triclip delivery system were reported in a research article in a subject population with multiple co-morbidities including sinus node dysfunction, complete heart block, aortic stenosis, mitral regurgitation, aortic insufficiency, liver failure, pulmonary disease, diabetes, renal disease, and stroke. Complications reported included incomplete coaptation, heart failure, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: the importance of lead management in the transcatheter tricuspid valve intervention era b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.